Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited oversensing. The patient was not reported to be symptomatic, the physician attempted to make sensitivity and was unable to resolve the issue. The lead was capped and replaced successfully on (B)(6) 2016. The patient was stable following the procedure and will be followed normally.